Manufacturer narrative:
(B)(4). Batch # m91u5j. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: the sales rep stated that the jaws were locked on tissue and would not open. It is unknown how the device was removed from the tissue. The rep has contacted the account several times and there has not been a response on how the device was removed from the time. At this point there is no further information available.

Event description:
It was reported that during an ex laparoscopic sigmoid colectomy lysis of adhesions procedure, the jaws locked up and product could no longer be used. Case completed with another device of the same product code. There were no patient consequences reported.